Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, during the repair process the customer¿s allegation was confirmed. Angulation in the up direction did not meet the standard value. Foreign material was found and the nozzle was clogged. Additional findings include angle play up down (u/d) was out of standard, objective lens adhesion cloudiness, air water (aw) cylinder paint peeling. The connecting tube was scratched, dented, and wrinkled, the bending section was scratched and the adhesive was cloudy, switch (sw) 4 had abrasion, and the scope connector was deformed. Information was provided by the customer regarding the reprocessing and cleaning of the device. They indicated the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known at the time and there was no possibility that the device was used for a procedure with foreign material attached. There was no delay to the start of pre-cleaning which was done properly, and water/air was supplied to the nozzle. The accessories used for reprocessing were normal and without issues. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer (fse) reported that, during repair inspection, angulation was found to be reduced for the evis lucera elite gastrointestinal videoscope. The loaner device was tested and had foreign matter attached. There was no patient harm associated with the event. This report is being submitted for the malfunction found during evaluation of the device (foreign matter).